Manufacturer narrative:
The patients' weight was not supplied. Service was dispatched and onsite (B)(4)2014. The field service engineer (fse) noted the peri-pump tubing for aspirate probe 2 was not seated correctly and the right hand side of the tube retainer clip was pulled inside the cassette. The trapped tubing was causing the tubing for aspirate probe 2 to be pulled up, not allowing aspirate probe 2 to reach the bottom of the reaction vessels. This caused inefficient washing of the patients' samples. The fse replaced the peri-pump tubing and primed the system. The fse performed a passing system check, troponin I (accutni+3) calibration and passing 15 replicate precision run. Beckman coulter (bec) internal identifier for this report is (B)(4). All related reports: MDR 2122870-2015-00042; MDR 2122870-2015-00043; MDR 2122870-2015-00044.

Event description:
The customer reported non-reproducible elevated troponin I (accutni+3) results on their access 2 immunoassay system (s/n: (B)(4)) for six patients. The six non-reproducible results occurred over two days. The initial elevated results were released from the laboratory. Two of the patient results were questioned by the physician. The patient samples were then repeated on the same access 2 immunoassay system and recovered with lower results. One patient was admitted to the hospital as a result of the non-reproducible elevated troponin I (accutni+3) result. Quality control (qc) and system check were within specifications. The patient samples were lithium heparin plasma. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report is one of three reports referencing non-reproducible elevated troponin I (accutni+3) patient results obtained by the customer. The customer was unable to provide information on which patient of the six patients had a change in treatment. MDR 2122870-2015-00043 was created to address the change in treatment for one patient. There was no change to treatment for 5 patients. Mdr2122870-2015-00042 addresses 5 patient results obtained on (B)(4) 2014 and mdr2122870-2015-00044 addresses the repeat non-reproducible results for one patient that occurred on (B)(4) 2014.